Event description:
It was reported that there was a lead integrity alert triggered for sic (sensing integrity counter) and hrns (high rate non-sustained) episodes. The recorded episodes show subtle non-physiologic noise oversensing typically near r-wave which sometimes appears as r-wave double counting. Additionally, the data shows anamolous impedance measurements on a few occasions. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.